Event description:
Pt has implantable pulse generator, giving very good pain relief, and excellent pain control. Over the past year, pt has experienced approx. Six episodes of occasional in one arm and one leg. Lately, these episodes have been increasing in frequency, and pt may have an "aura" prior to their occurrence, though pt has no major effect or change in consciousness. Pt is taking neurontin(anti-convulsant)and has had normal eeg and cat scans. Pt says events never occur when stimulator is off. Pt is presently not using stimulation system, pending evaluation of his possible "seizure" activity.